Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Device implanted in patient

Event description:
It was reported by the healthcare professional that it was noticed 1 year post operative, that the plate implanted was broken. No other information is known at this time.

Manufacturer narrative:
Images were received that show the device after initial implantation and during the plate breakage. In the post-op image, it could be observed that bone healing has been achieved even though the left plate is broken. Further, it was mentioned that the patient followed post-op care instructions and grinding was not observed. The device will be removed at an unknown date. This case was presented to stryker¿s medical expert. He stated that ¿(¿) the plates should be intact 1 year after surgery, but there are no adverse events from a plate fracture after adequate bone healing (after 3 months following surgery) (¿)¿. Except for the planned plate removal, no adverse consequences were reported for this event. Based on the performed statistical investigation, there is no indication for an incorrectly working product or any systematic design, material or manufacturing related issue. Therefore, no corrective and / or preventive actions are deemed necessary at that time. H3 other text : device implanted.

Event description:
It was reported by the healthcare professional that it was noticed 1 year post operative, that the plate implanted was broken. No other information is known at this time.